Event description:
Additional information indicated that the device was changed out with a competitor's device once the device triggered elective replacement indicator (eri). The rv lead was explanted during this procedure.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms and low shock impedance measurements less than 20 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.